Manufacturer narrative:
Device received with bleeding and cracked lcd glass noted. Unable to perform displacement test and self test or verify missing segments due to bleeding lcd glass. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Troubleshooting was not performed. Customer stated that insulin pump was cracked on the screen which caused solid ink on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.